Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device was discarded at the hospital. Patient was scheduled for by-pass surgery prior to this case. The operating room was scheduled for the patient the day of the procedure (in advance). The patient physician chose to treat the anterior tibial vessel with the phoenix device in an attempt to restore flow before sending the patient to the operating room. Wire friction was not observed anything during the case. The doctor advanced the phoenix through the lesion and experienced "chattering". The device was powered off. The scrub nurse then removed both the catheter and the wire from the patient. When contrast was injected, a perforation was observed. Adjunctive therapy (ballooning or stenting) was not attempted because the patient was already scheduled for bypass surgery that day. The case details show the phoenix device was used with a spartacore guidewire. The spartacore wire is not listed within the instructions for use (IFU) as a phoenix atherectomy compatible guidewire. The manufacturing documentation for this device was reviewed and met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported adverse event. To date, other complaints were reported for this same adverse event within this lot.

Event description:
The physician reported the phoenix catheter seemed to make a loud chattering sound as it engaged an area of dense calcific disease. A perforation occurred. Device and wire needed to be removed and a femoral tibial bypass was performed.